Event description:
It was reported, the device was removed in (B)(6) 2013 due to an infection. A new device was implanted on 2013 (B)(6). About two weeks later, it was indicated, the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on 2013 (B)(6) was noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 977a27, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient (B)(4).